Manufacturer narrative:
An event regarding fracture involving a specialty insert trial was reported. The event was not confirmed. Method & results: -device evaluation and results: the device was not returned for evaluation. -medical records received and evaluation: records were not provided for review. -device history review: a lot ID was not provided for review. -complaint history review: a lot ID was not provided for review. Conclusions: the exact cause of the event could not be determined as the device is needed to complete the investigation for determining root cause.

Event description:
Trial broken during trial reduction.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown trial. Additional information has been requested and when completed, the evaluation summary will be submitted in a supplemental report.

Event description:
Trial broken during trial reduction.